Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04028. It was reported that the coating came off. A renegade¿ hi-flo¿ and a renegade¿ hi-flo¿ fathom¿ system were selected for use. During the procedure, it was noted that the coating came off the catheters. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was stretched/broken from 33cm from the hub to 37.5cm distally. The shaft was not completely separated the inner liner was still connected. There were multiple areas of bends and kinks. There are no indications of any coating issues. The device did show contrast residue with foreign matter fibers stuck to it along the shaft. The fibers were most likely from shipping of the device back to the complaints lab. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04028. It was reported that the coating came off. A renegade hi-flo and a renegade hi-flo fathom system were selected for use. During the procedure, it was noted that the coating came off the catheters. There were no patient complications reported.